Event description:
Implant surgery complications and later left forefoot amputation: 2001, experienced wire wrap requiring multiple manipulations to correct during implant of bifurcated graft in left artery. Noted livedo reticularis, mainly involving the left leg - suspected atheroembolization. Two days later, left foot claudication and atheroembolization to the toes post implant. Four days later, patient returned to hospital for pain control and ischemia of toes. Physician suspects that toe amputation will be necessary as patient probably had cholesterol showering into his foot. Two mos later, amputation of all five toes of left foot. Four mos later, patient had lesions on left foot abrided. Calluses and lesions had formed on his left foot at irregular left forefoot amputation with prominence to the third and fifth metatarsals. Recommendation for revision of the amputation to better the metatarsal parabola. No further information available.

Manufacturer narrative:
Notification of event was received from the law firm as result of a claim. Due to patients significant risk factors, it was thought that he was not a good candidate for open repair.